Event description:
It was reported that during the procedure the dragonfly opstar imaging catheter was used in the de novo anterior descending artery with moderate tortuosity. After the fourth and last pullback, an issue with the imaging catheter was encountered. The imaging catheter could not be extracted due to entanglement with the guidewire (balance middleweight 0.014). As a result, both devices had to be retrieved together as one unit. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that the guide wire became entangled with the imaging catheter, resulting in difficulty during removal. Factors that may contribute to difficulty removing an imaging catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.